Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the pt that in (B)(6) 2010, she was implanted with a monarc sling. Three months after the initial surgery, the pt began experiencing pelvic and back pain, and was unable to urinate. After being seen by her obgyn, she was diagnosed with a urinary tract infection. The pt alleges she was in the emergency room in (B)(6) 2011 due to vomiting and unable to urinate again. On (B)(6), the pt alleged she returned to the emergency room again unable to urinate and with a urinary tract infection and bowels stopped working. On (B)(6), it is alleged the pt returned to the emergency room due to a kidney infection, severe pelvic and back pain. Pt relates to having another infection on (B)(6) 2012. Pt relates she continues to experience severe pain. Pt relates another infection (B)(6). Pt alleges she may have kidney damage.